Event description:
In 6/1998, a pt underwent a microdiscectomy. Adcon-l was applied. The next day, the pt complained of pain irradiated to their back, neck, and limbs, with headache. An MRI showed an epidural effusion along the cervical, thoracic, and lumbar spine. The pt was immediately administered high-dose dexamethasone with rapid and complete resolution of all the symptoms within 24 hours. Subsequent serial mris (up to a few weeks post-operatively) confirmed the subsidence of the effusion. The pt has been doing well since then.